Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event. .

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required placement of a chest tube and hospitalization. The target nodule was 1 centimeter in size and located in the right lower lobe lateral segment. Instruments used during the biopsy included a 19g flexision biopsy needle, compatible forceps, and a bronchoalveolar lavage was also performed. The biopsy findings were positive for benign granuloma. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.